Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a air bubbles was bigger than champagne size. The blood glucose at the time of the incident was 350 mg/dl. The customer stated that she only noticed bubbles last night not a month ago. The device was returned for analysis.